Manufacturer narrative:
Device evaluation: a review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: h1 - updated. H6 - event problem patient code is updated.

Event description:
It was reported that the customer had a decannulation on (B)(6) 2022 morning due to complete break in trach flange hole (left side). This trach was inserted on this resident on (B)(6) 2022 (8 days ago). No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.